Event description:
Same case as: 2134265-2015-00024 and 2134265-2015-00023. It was reported that automatic pullback failure occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified middle to distal section of the right coronary artery (rca). During the procedure, an ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro² imaging catheter to view the target lesion; however, it was unable to perform pullback. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s condition is good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Evaluation of the returned device revealed kinks in the sheath assembly at 14.3 cm and at 19cm from femoral marker to the proximal end and a kink in the sheath assembly at 13.5 cm from femoral marker to the distal end. The telescope assembly was not able to properly pull back, advance, or retract due to the kinks that was found within the sheath section of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2015-00024 and 2134265-2015-00023. It was reported that automatic pullback failure occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified middle to distal section of the right coronary artery (rca). During the procedure, an ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro² imaging catheter to view the target lesion; however, it was unable to perform pullback. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).